Manufacturer narrative:
The tip of the obturator at the distal end was broken off. The break had a jagged edge. The fracture pattern was consistent between the head and neck sections. The passer¿s shaft did not display sharp edges or burrs and showed no anomalies. It is unknown how or when the damage to the obturator occurred. A review of the manufacturing records was not possible as no lot number was provided.

Event description:
It was reported to medtronic neurosurgery that, when using the disposable passer from this set, the obturator tip broke off. According to the report, the physician confirmed that the broken piece did not enter the pt's body. Reportedly, the physician retrieved the broken piece. The report stated that there was no delay in surgery or impact to the pt.

Manufacturer narrative:
The product was unavailable for return. Therefore, an eval of device performance was not possible. A review of the mfg records was not possible as no lot number was provided.